Event description:
The patient was undergoing an angioplasty to left anterior descending artery. The lesion was pre-dilated with a medtronic 2.0 x 20 mm sprinter balloon. The cypher stent was unable to reach the target lesion. When the physician attempted to withdraw the cypher back into the guide catheter it was very difficult and was unable to be retrieved back into the guide catheter for several attempts before succeeding in removing the un-deployed cypher from the patient. Once withdrawn it was noticed that a strut on the cypher was protruding and may have been the reason the cypher was having difficulty reaching the target lesion. The procedure continued and another cypher was used to cross the lesion successfully.